Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to have fungal contamination and two (2) tubes were observed to have loose caps and low media fill volume. There was no health impact or consequences reported.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was observed to have fungal contamination and two (2) tubes were observed to have loose caps and low media fill volume. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3234911 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and there has been one other complaint on batch 3234911 for contamination and one for low fill and loose cap. Retention samples from batch 3234911 (100 tubes) were available for inspection. No media defects or contamination were observed in 100 retention samples. No loose caps nor fill volume defects were observed in the retention tubes from visual inspection. Ten uninoculated retention tubes were placed into incubation to test for contamination. Five tubes were placed into the 20 to 25 degree celsius incubator and five tubes were placed into the 33 to 37 degree celsius incubator. At seven days incubation, there were no traces of microbial growth in the ten incubated retention tubes. There were two photos received for investigation of this complaint. Both photos showed two tubes of low fill volume (batch 3234911), with one tube turbid and growth in the media. No returns were received to assist with the investigation of this complaint. This complaint can be confirmed for contamination and low fill with the photos received. This complaint cannot be confirmed for loose caps. Loose caps cannot be determined from the photos received. Bd will continue to trend complaints for contamination.